Manufacturer narrative:
(B)(4).

Event description:
The pt was hospitalized following a procedure (not specified). The pt had an infection after the procedure; the reporter was unsure where the infection began. Because of the infection, the pump was removed. The pt experienced baclofen withdrawal. The pt experienced a cardiac arrest due to the baclofen withdrawal. The pt expired; the cause of death was cardiac arrest. It was believed the cause of death was pump-related. A f/u report will be sent if add'l info becomes available.